Manufacturer narrative:
Visual evaluation of the returned device found the brush partially extended, and the brush was bent where it exited the sheath. The working length and handle cannula were bent. Resistance was encountered during both extension and retraction; the brush would fully extend when the handle was actuated but would only retract when the sheath was pulled straight. The condition of the returned device was consistent with the complaint that the brush was bent and difficult to extend; the complaint was confirmed. The most probable root cause of the defects identified is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytology procedure performed on (B)(6), 2011. According to the complainant, it was difficult to extend the brush from the sheath. When the device was removed from the patient, it was noted that the working length near the brush tip was bent. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytology procedure performed on (B)(6), 2011. According to the complainant, it was difficult to extend the brush from the sheath. When the device was removed from the patient, it was noted that the working length near the brush tip was bent. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Exact patient age is unknown, but is over 18 years. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.